Manufacturer narrative:
Per the good faith effort (gfe) response received, the customer ultimately ordered and installed the replacement central processing unit (cpu) tray cover for repair, after which the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating device instability; the customer expected the thread to hold onto the base of the unit and attach to the cart. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report device instability; the customer expected the thread to hold onto the base of the unit and attach to the cart. During the repair of the unit, the customer found that the central processing unit (cpu) tray cover was damaged. The investigation is ongoing.